Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Concomitant medical products: item # 00500104400 multipolar shell lot # 63767298. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00112, 00113.

Event description:
It was reported that during surgery, the liner and cup would not mate. The surgeon used alternative products, which decreased one size from the original size to complete the surgery. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. As returned, the locking ring of the shell showed damage around the tabs. The liner was damaged / gouged in multiple locations. The markings and indentations on the outer radius of the liner are consistent with impaction attempts of the liner against the metal tabs of the shell's locking ring. A trial fit was performed - the devices assembled as intended. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.